Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intra ocular (iol) plant, white cloud appeared and patient experienced a corneal burn. Additional info received indicated that the patient required suture to the close wound. Current patient condition is good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).